Manufacturer narrative:
Evaluation results: one medfusion 4000 was returned for investigation in used condition. There was a crack on the lower left front corner. A review of the event history log showed the reported error regarding "the syringe plunger was not in place." The error was replicated during testing. The investigator determined that the q1 was broken off from the plunger board. In addition, the plunger board was broken off from the clue. The investigator replaced the plunger board and performed preventative maintenance. The device passed all functional testing after the aforementioned repair. The problem source of the reported product problem was the design. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that there was a "syringe plunger not in place" error even though the plunger was in place. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Information was received on 03-mar-2020 indicating that the reported issue was found during preventive maintenance procedure and there was no patient involvement